Manufacturer narrative:
Detailed analysis determined that the device experienced a shorted lead fault-charge time out due to a fractured right ventricular (rv) lead. This device was confirmed to be an attempted implant device.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device did not meet a portion of the initial device testing. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device was returned for reliability analysis. No adverse patient effects were reported.